Event description:
It was reported that balloon rupture occurred. The severely calcified target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition. It was further reported that the target lesion was severely tortuous. The balloon burst at 19-20 atmospheres and was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The severely calcified target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a 12mm longitudinal tear 4mm proximal from the tip. There was blood and contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The severely calcified target lesion was located in the left anterior descending (lad) artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition. It was further reported that the target lesion was severely tortuous. The balloon burst at 19-20 atmospheres and was completely removed from the patient.